Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that they were trying to have a disk burned from both electronic picture archiving and communication systems (pacs) and directly from the modality but neither would import. When looking at the transfer error message, it stated "unable to write entry to database". Troubleshooting involved advising the sit to do the following in order: get an anonymized copy of the dame patient (to check it no imports worked at all), try another patient, and uninstall (and wipe patient partitions) and reinstall application. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.